Manufacturer narrative:
Results: damaged footboard shell at connector.

Event description:
It was reported by service report that the footboard shell was cracked and there was no footboard functionality. It is unk if there was pt involvement or if there were adverse consequences to report.